Event description:
Gynecare tvt secur vaginal mesh. Erosion from vaginal wall forced complete removal in 2008. In 2009, additional surgery was required to remove scar tissue, later determined to be a benign polyp. This has caused pain during intercourse, pain during no activity, and loss of activity due to pain.